Event description:
It was reported that the procedure was to treat a 90% stenosed, heavily calcified lesion in the mildly tortuous distal right coronary artery (rca). The 2.50 x15mm trek balloon dilatation catheter (bdc) ruptured during the second inflation at 10 atmospheres (atm), and was removed without reported issue. The lesion was further dilatated with a non-abbott bdc. The 3.0x18mm xience xpedition stent delivery system (sds) was advanced; however, it failed to cross the lesion due to the patient's anatomy and was removed without reported issue. Upon withdrawal, the proximal shaft was noted to be bent/kinked. A xience prime sds was used to successfully complete the procedure. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion; guide cath: launcher. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.